Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: product ID d314trm ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) less than three years post implant. It was further reported that the left ventricular (lv) lead would not ¿go in¿. The device was explanted and replaced. The lv lead was explanted. No patient complications have been reported as a result of this event.